Manufacturer narrative:
Insulin pump received with motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor gold. Motor passed motor test. Unable to perform occlusion test due to motor error alarm. Unit had scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that they were experiencing high blood glucose readings. Customers blood glucose reading at the time of the call was 253 mg/dl and has treated with manual injections. During troubleshooting, motor error alarm was noted in the alarm history. Customer stated the insulin pump was not exposed to a high magnetic field and the customer was able to complete the rewind sequence. Customer was advised to revert to a back up plan and the insulin pump is being replaced.